Event description:
The patient was experiencing significant speed drops on her lvad device. The device company recommended a driveline repair per evidence in the device data download. This was done twice. After the first repair the speed drops continued. They continued again, gaining in frequency after the second driveline repair. The only option left was to exchange the lvad, which removes all of the damaged driveline and replaces it with a brand new one. The exchange was a success.